Manufacturer narrative:
Patient codes: 2687 labeled. Device codes: 1494 labeled 2920 labeled. Internal file number: (B)(4). If follow-up, what correction: type of reportable event. Patient code 2199-labeled na - removed. Device code 1494 - incorrect anatomy. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial 30-day medwatch report, it was reported that during advancement of the wire, resistance was noted with the anatomy. There was no resistance noted during removal of the wire; however, after device removal, a piece of the peeled coating was noted in an arterial branch. No treatment was reported and there was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Correction: device code 1494 - labeled - removed. Evaluation summary: a visual inspection was performed on the returned guide wire and the reported peeling was not confirmed. The reported physical resistance was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported peeling. The reported resistance during advancement was likely due to the mildly calcified anatomy. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the mid lower extremity that was mildly calcified. When the hi-torque progress guide wire was withdrawn from the patient anatomy, it was noticed that the coating on the tip of the guidewire was peeled, leaving the wire bare in spots. There was no reported patient effect or a clinically significant delay in the procedure. No additional information was reported.